Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate on multiple occasions. The customer's blood glucose level was not impacted. Reportedly, the customer was continued insulin therapy with the inaccurate fill estimate.